Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mini trek referenced are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the circumflex artery, an asahi fielder fc guide wire and a crossit 200 guide wire were used at different times with the 1.2 x 12 mm mini trek balloon dilatation catheter (bdc). After balloon deflation resistance with each of the guide wires was met and the devices could not be removed separately from the anatomy. The bdc and the guide wire were removed from the anatomy as a system together without reported adverse patient effect. It was noted that the bdc was used again in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.